Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two implants were opened and were found to have a defective problem with putting them together. The epi stem would not fit into the opening on the unite stem. Minimal surgical time was wasted and the problem implants were never introduced to the patient. There was no implant/explant as the problem was detected early and all parts were retrieved for return.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported allegation. The failure mode is consistent with an existing field action, fa 1896433. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: oms/DHR review a review was completed of the device history record (DHR) and operations management system (oms) for the following: product code 110008100, work order (B)(4) was manufactured on 09-jun-2021. All raw materials met specification. 9 parts were manufactured to specification. There was no scrap associated with this lot non conformances: no nonconformances were documented prior to (B)(4) and CAPA-011025. The global unite stem within this complaint is part of the bounding of (B)(4)/ CAPA-011025 / fa-2044436. There was no material reprocessing reports (mrr) associated with this lot. Device history review: a review was completed of the global unite std stem sz 8 (product code: 110008100 lot number: 9802150) device history record (DHR) and no nonconformances were documented prior to (B)(4) and CAPA-011025.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.